Event description:
It was reported that cartridge alarm occurred during load process while caller followed prompts and could not successfully load cartridge, as alarm continued to recur. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support assisted with proper load technique, arranged shipment of replacement pump.